Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit alarmed external flash error during self-test. The problem was isolated to mother board. Unable to complete functional test due to external flash error alarm. Unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.